Event description:
Patient reported experiencing elevated blood glucose levels around 400- 500 mg/dl; was able to self-treat. During troubleshooting customer stated insulin was leaking out of a hole in the infusion set tubing. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.